Manufacturer narrative:
Ethnicity/race: unknown/asked but unavailable. If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. (B)(4). Device evaluation: product testing could not be performed since the product was not returned for evaluation as it was discarded. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaint was received from this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was inserted into patient's right eye, however, was removed as the lens fell to the back of the eye. Vitrectomy was performed and another competitor lens was used as the replacement. There was no other injury to the patient and the patient was doing good post-operation. The original lens was discarded. No further information was provided.